Event description:
It was reported that the device battery depleted too soon due to high output. The device was explanted and was replaced. It was also reported that the lv lead had high thresholds which resulted from possible lead movement from its original position after implant. The lead was inactivated and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: d284trk implantable cardioverter defibrillator 2011-(B)(6), 457453 implantable pacing lead 2004-(B)(6), 694765 implantable tachy lead 2004-(B)(6). (B)(4).